Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosisadditional text: increasing power and waveform confirmation of thrombus within pumpspecific component(s) involved: pump drive unit malfunctionadditional text: thrombus within pumpother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : transferred to transplant center for urgent listing and transplantimplant device type: lvadmalfunction device type: